Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, yellow particles inner the shell and opening on valve. Microscopic analysis was performed which identified: crack opening on valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Trend review summary: review of all complaints of a050401 - fluid leak for the period of aug 2019 through jul 2021 related to date opened indicates that nine points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. See ¿p-chart of a050401 fluid leak-saline breast implants and additional analysis¿ attached. No patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation".

Event description:
Healthcare professional reported a left side deflation. The device has been explanted and replaced.